Manufacturer narrative:
E1; reporter institution phone number (B)(6). E1: reporter phone number (B)(6). A philips remote service engineer (rse) spoke with the customer. It was determined that there was no sound coming from the speaker and needed a new speaker. A speaker was ordered and shipped to customer. Originally the customer biomed was going to repair it,but stated that they would send back to bench to do the repair. Pending repair. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on the intellivue mx450 patient monitor indicating there was a speaker malfunction error. And it was confirmed there was no audio. The device was in clinical use at time of event, no patient harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer. It was determined that there was no sound coming from the speaker and needed a new speaker. A speaker was ordered and shipped to customer. Originally the customer biomed was going to repair it, however stated that they would like to send it back to bench to do the repair. No further response from customer and or nor did they received the device back to repair it. Based on the information available and the testing conducted, the cause of the reported problem was a faulty speaker. The reported problem was confirmed. The speaker replacement was sent to the customer. There was no further communication from the customer at this time as we assumed the customer took full tresponsiblity to repair it themselves. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.